Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized. The patient's blood glucose levels reached an unknown level while wearing the pod between 4 and 24 hours. The patient stated in the report that they had to seek medical attention because they were not getting insulin. According to the patient during the call they were not in the hospital. It was also stated that the pod was deactivated but still was beeping continuously. There was no information on how the patient was treated for the issue and when they were released from the hospital. Three follow ups were attempted but no new information was provided.